Event description:
During the atrial fibrillation procedure, the sheath was opened and while flushing prior to patient insertion, the side port detached. The sheath was replaced and the procedure was completed with no adverse consequences to the patient.